Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that following the procedure the patient experienced abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/24/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2012 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6)2015 due to adhesions, and recurrent hernia by dr. (B)(6) at (B)(6)medical center. No additional information was provided.